Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit (exact upn is unknown) was used during a procedure (date is unknown). According to the complainant, on (B)(6), 2011 there was a hole in the peg tube. The patient was advise to contact the hospital to have a new tube put in. The tube is still implanted in the patient. There was no impact on the medication. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number or upn number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.